Manufacturer narrative:
The unit had an intermittent button response due to a flattened act button dome switch. The unit was received with a missing segment due to a cracked zebra connector at the lcd board. The unit had a minor scratched lcd window, a cracked case at the display window corner, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report a keypad anomaly and a partial display. The customer's blood glucose level was assumed to be in the 200 mg/dl range. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.